Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the second of two submissions from the same surgery, the other being (B)(4). The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The two returned devices mechanism functioned as per surgical technique. In addition, one of the device's cannula tracks is slightly bent. Only one suture/implant construct was returned for evaluation. Suture construct functions as required. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2016 the surgeon performed a knee arthroscopy using the second ar-4502 speed cinch. First implant deployed but gun jammed for the second implant. The second implant did not fire. First implant remained in the patient. Surgeon then attempted another ar-4502 from this lot. 10014196 and had no implants deploy. Surgeon then chose to use ar-4500's for the meniscal repair and a total of seven were used which all worked without issue.